Event description:
It was reported that the insulin pump alarmed motor error; buttons were pressed and the alarm was cleared but the battery depleted and now the insulin pump is not turning on. It was stated that the battery on the insulin pump was changed twice and it is not showing any battery life and the batteries which are new are not even lasting 24 hours. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 258 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.